Event description:
It was reported the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated their remote communicator displayed a red call doctor icon. Additionally, transmission issues were noted. Troubleshooting was performed and the communicator issues were resolved. Boston scientific technical services (ts) referred the patient to their clinic for further evaluation of this device. Further information was received that this device has exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.